Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Zw

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 500 mg/dl and a relative was giving the customer water to help stabilize the bg level. During troubleshooting with tandem technical support an occlusion occurred without an alarm. The customer was temporarily revert to manual insulin injections to manage diabetes.